Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact dates unknown). A few days post procedure the patient presented to the emergency room with lower abdominal pain and had an emergency hysterectomy. No other information was provided.